Event description:
It was reported that the pt had multiple inflammations and by now underwent multiple medical treatments against meningitis. Testing was performed and showed the implant to be within specification. The pt was explanted on (B)(6) 2009, and will be re-implanted after 3-12 months after the inflammation has faded away. A total of 2 episodes of meningitis have been reported.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4), where it will be evaluated. When available, a device analysis wil be submitted as a follow-up report.